Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "several experiences like I was going to faint, like my head was in a vice''. It was also reported that when the leadless implantable pulse generator (ipg) was checked the "device had not stepped in". The leadless ipg remains in use. No further patient complications have been reported as a result of this event.